Event description:
It was reported that an integrity rapid exchange stent was deployed in the rca which was reported to have been moderately tortuous with severe calcification, the lesion exhibited 80% stenosis following pre-dilation. The physician encountered resistance and used force in an attempt to deliver the stent to the target lesion .when the balloon was removed from the patient, half of the stent was still on the delivery system and half of the stent was in the patients rca. They used another stent of the same size to complete the case and the patient did fine and they completed the case. No other clinical sequelae reported. Device evaluation: the entire stent was proximally displaced on the balloon and distal shaft. The distal shaft was kinked proximal to the balloon bond. The guide wire entry port (exchange joint) was ripped. The distal tip was damaged. The 1st distal stent segments were damaged and deformed with numerous struts raised and overlapping.

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation), patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis with severe calcification), failure to follow instructions (use of force). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80% stenosis with severe calcification), user error contributed to event (use of force). (B)(4).